Event description:
It was reported that during a port placement procedure the pocket catheter allegedly disconnected from port and migrated down the vessel. It was further reported that the surgeon was unable to remove it and necessitated patient transfer to higher level of care for retrieval. Reportedly the catheter was retrieved by interventional radiology via right femoral vein. The current status of the patient is reported to be stable.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport MRI isp implantable port kit was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. No anomalies were noted. Therefore, the investigation is inconclusive for the reported disconnection, migration, and difficult to remove issues as the exact circumstance at the time of the event reported was unknown and the provided evidence was not sufficient enough to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. (Expiration date: 06/2025), section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the pocket catheter allegedly disconnected from the port and migrated down the vessel. It was further reported that the surgeon was unable to remove it and necessitated patient transfer to higher level of care for retrieval. Reportedly, the catheter was retrieved by interventional radiology via the right femoral vein. The current status of the patient is reported to be stable.